Event description:
It was reported, this 29mm transcatheter aortic bioprosthetic valve (tav), was implanted within the native aortic annulus of a patient with severe aortic stenosis at baseline. Approximately five years, seven months after implant, the tav failed due to restenosis and a high gradient; although current and previous gradient levels were not provided. The patient underwent reintervention with a 23mm non-medtronic (edwards sapien) valve implanted valve-in-valve. No symptoms or complications and no other treatment or interventions were reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical device in use during the event include: non-medtronic product ID: edwards sapien 23mm valve; serial #: unknown; implant date: (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.